Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the extension cable did not shut off after using the cautery. No serial number is available.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the extension cable did not shut off after using the cautery. No serial number is available.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformity. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU). The returned cable was tested with a reference hemopro and reference power supply vh-3010 at level 2.5. The cable passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the return condition of the device, the reported failure "electrical issue" was not confirmed.